Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak occurred. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One opened/unused device was returned for evaluation. A hole was observed in the tubing. As received portions of the circuit were observed to be crushed. At the base of a crushed section a tear/split was observed. The deformation of the tear was observed to be uneven. The complaint of leakage was confirmed due to the tear/split observed. The probable cause of the damage observed damage is unknown. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.